Event description:
Physician did a gastroscopy on a patient who had a peg tube placed in halifax several months ago, prior to radiotherapy for laryngeal cancer. In fact, he had no dysphagia and the tube was therefore, never used for feedings. He asked if it could be removed, and after reading the words 'traction removal' on the tube, his family physician attempted this. However, the tube seemed to be stuck tight at the skin level and the patient was therefore referred to physician. In the interim, his wife had noticed that the tube could not be flushed. Physician reported that after passing the gastroscope into the stomach, he was surprised to discover that the peg 'button' was nowhere to be seen. The only abnormality was a tiny ulcer over a slightly raised area on the anterior wall of the stomach and manipulation of the tube at the skin level confirmed suspicion that the button was in fact lying outside the gastric lumen. Fortunately, it was delivered with moderate traction at the skin level. The risk here is that more forceful attempts to flush the peg tube could have resulted in peritoneal contamination.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.